Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2016, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 23-jun-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 334 mcg/day via an implantable pump for intractable spasticity. It was reported that the company representative found out about the suspected catheter issue today (2018-jul-23) after they went to the clinic for a baclofen trial. It was indicated that the patient experienced diminishing therapy effectiveness starting approximately (B)(6) 2017. An issue occurred during a procedure. It was indicated that the implanter reported attempting to perform a dye study previously (date unknown) but was unable to aspirate the catheter using the catheter access port (cap). It was further noted that the patient had experienced increased pain that radiates along left ribs during the attempted cap aspiration. The patient underwent a 50-mcg baclofen bolus trial today given via needle/string using fluoro guidance. The trial was intended to help the patient decide on whether she will pursue a catheter revision or replacement or choose to have the system explanted and resume oral therapy. No surgical intervention occurred, and it was unknown if surgical intervention was planned. The catheter remained implanted / in-service at the time of the report. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s medical history was requested but was unknown. No further patient complications have been reported as a result of this event.